Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; the analyst noted that there appeared to be a handling issue during the operation in regards to the loose connection. The setscrew functions and securely seats to a connector pin. The distal conductor was fractured due to overstress; partial lead in segments returned and analyzed.

Event description:
(B) (4)

Event description:
It was reported the lead connector was loose from the lead. The lead extension was extracted and a new lead was implanted without any lead extension. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead extension is in process; the results will be forwarded when available.